Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during set-up, the shunt sensor failed to calibrate. The product was changed out, there was no patient involvement, and the surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, terumo is still investigating this issue and will be submitting a follow-up report when more information becomes available. (B)(4).